Manufacturer narrative:
The investigation determined that higher and lower than expected na+ results were obtained from multiple patient samples using vitros na+ lot 4230-1036-0736 on a vitros 5600 integrated system. A definitive assignable cause could not be determined. However, the most likely cause is patient sample handling. There is no evidence to suggest that the performance of the vitros 5600 system in combination with vitros na+ lot 4230-1036-0736 caused the higher and lower than expected na+ patient sample results. The vitros na+ within run precision test was within ortho guidelines and vitros na+ historical quality control results were as expected, indicating that vitros na+ lot 4230-1036-0736 in combination with the vitros 5600 integrated system was performing as expected. An issue with pre analytical sample handling cannot be ruled out as a potential cause of the unexpected results. It is unknown how the samples are being handled prior to being sent to the customer site for processing. In addition, it is unknown if the samples are being spun to remove serum or plasma from the cellular material within two days of collection as outline in the vitros na+ instructions for use. (B)(4).

Event description:
The customer reported higher and lower than expected na+ results were obtained from multiple patient samples using vitros na+ lot 4230-1036-0736 on a vitros 5600 integrated system. Patient 1 result of 126.1 mmol/l vs expected result of >250.0 mmol/l result of 91.7 mmol/l vs expected result of 250.0 mmol/l. Result of 123.4 mmol/l vs expected result of >250.0 mmol/l. Result of 250.0 mmol/l vs expected result of 126.1 mmol/l. Result of 250.0 mmol/l vs expected result of 91.7 mmol/l. Result of 250.0 mmol/l vs expected result of 123.4 mmol/l. Patient 2 result of 136.3 mmol/l vs expected result of 151.7 mmol/l. Patient 3 result of 168.3 mmol/l vs expected result of 116.2 mmol/l. Result of 116.2 mmol/l vs expected result of 168.3 mmol/l. Result of 140.3 mmol/l vs expected result of 168.3 mmol/l. Result of 140.3 mmol/l vs expected result of 116.2 mmol/l. Patient 4 result of 148.2 mmol/l vs expected result of 107.4 mmol/l. Result of 138.6 mmol/l vs expected result of 107.4 mmol/l. Patient 5 result of 136.7 mmol/l vs expected result of 113.5 mmol/l. Patient 6 result of 141.6 mmol/l vs expected result of 125.7 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher and lower than expected vitros na+ results were obtained were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).